Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a call service 177 low battery warning and a call service 128 replace battery alarm on the complaint date. Replace battery alarms were also observed following power on reset events on the complaint date. Evidence of moisture contamination was found behind the display lens. A test battery cap was used for all testing. The pump powered up with a test battery cap. The test battery cap was unable to fully tighten. The current draw values were not within specifications. Moisture contamination was found inside the pump on the transceiver board and multiple other printed circuit board components. The high current draw values were due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.